Event description:
(B)(4) study. Same case as MDR ID# 2134265-2012-01349 and 2134265-2012-01351. It was reported that post stenting treatment procedure, the patient presented with myocardial infarction and expired. In (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. The index procedure was performed on three target lesions. Target lesion #1 was 99 % stenosed and located in the mid left anterior descending artery (lad). The lesion was 30 mm long with a reference vessel diameter of 2.75mm and was treated with pre-dilatation and placement of a 2.75mm x 38mm ion us coa stent, with 0% residual stenosis. Target lesion #2 was 70% stenosed and located in the proximal left circumflex artery (lcx). The lesion was 30mm long with a reference vessel diameter of 3mm and was treated with pre-dilatation and placement of a 3.0mm x 38mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was 90% stenosed and located in the left main coronary artery (lmca). The lesion was 10mm long with a reference vessel diameter of 3.5mm. Pre-dilatation was performed and attempts to place a 3.5mm x 24mm ion us coa stent were unsuccessful due to difficulty crossing the lesion. Finally, the stent was deployed and following the post dilatation the residual stenosis was 0%. The subject was discharged, four days post procedure on aspirin and prasugrel. Five days post index procedure, the patient presented with myocardial infarction and expired.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).